Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.67 v with a charge time of 18.7 seconds. It was later reported that the device began emitting beeping tones. The device was explanted and successfully replaced. This device is part of the food and drug administration (FDA) advisory notification issued on (B)(6), 2007 regarding high middle of life (mol) battery impedance causing early replacement indicators (eri). No adverse patient effects were reported.